Manufacturer narrative:
The device did not return for evaluation. Photographs were not provided; therefore, the complaint cannot be determined. Review of device history records indicates no manufacturing or processing irregularities that would cause or contribute to this failure mode." Based on the information provided, a root cause cannot be determined. Multiple attempts have been made to obtain the device. If additional information and/or the device are provided, a supplemental report will be filled accordingly.

Event description:
It was reported that the tap was received with the tip broken off. There was no report of patient involvement.

Manufacturer narrative:
Corrected information: d9. Yes, returned to manufacturer on 07/03/2024. H3. Yes. H6. Type of investigation: 10, 3331. Investigation findings: 3243. Investigation conclusions: 61. Additional information: visual inspection confirms two pieces of the distal tip have sheared off. Taps may be used during pedicle preparation to facilitate screw insertion. The cannulation of the tap (through hole) is slid over the guidewire after the site has been dilated to the appropriate diameter. The bone is then tapped to the desired depth. The initial report stated there was no patient involved; however, previous complaints with sheared distal tips determined the root cause to be due to high torsional and bending loads. Review of device history records indicates no manufacturing or processing related irregularities. Warnings/cautions/precautions: risks identified with the use of these devices, which may require additional surgery, include device component failure, loss of fixation/stabilization, non-union, vertebral fracture, neurological injury, vascular or visceral injury. Possible adverse effects: initial or delayed loosening, disassembly, bending, dislocation, and/or breakage of device components.